Event description:
This is filed to report tissue damage and intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. The patient presented with barlow's disease, large posterior prolapse, and weak leaflets. An xtw clip was positioned on a2/p2, but it was decided to reposition the clip medially. However, during repositioning a posterior leaflet chordal rupture occurred. After five more grasp attempts the clip was deployed. A posterior leaflet rupture was observed. A second clip was attempted to be implanted to stabilize the rupture but leaflet grasping was difficult and the clip could not sufficiently reduce mr. Therefore, the clip was removed and the procedure ended with an unchanged mr grade 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported unchanged mitral regurgitation was a cascading event of the reported tissue injury. The reported patient effect of tissue injury and mitral regurgitation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.